Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced evidence of kinking in the mid urethra and an inability to void without catheterization.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later, the patient experienced evidence of kinking in the mid urethra and an inability to void without catheterization. A release of the mesh was performed.